Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that when the clinician attempted to perform impedance tests, the implantable cardioverter defibrillator lost radio frequency telemetry. This issue occurred with two other programmers as well. The clinician decided to skip the tests and continue the interrogation. No further intervention was performed. The patient will continue to monitored. There were no patient consequences.